Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the catalog number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving a patient line is blocked alarm during drain 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. There was no fluid on the cycler. The pdrn stated that the entire second fill leaked out and that's what possibly was causing the drain complication. Upon follow up, the pdrn stated that the patient did not complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient discontinued pd treatment and was transferred to hemodialysis per the doctor¿s orders. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving a patient line is blocked alarm during drain 2 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. There was no fluid on the cycler. The pdrn stated that the entire second fill leaked out and that's what possibly was causing the drain complication. Additional information was requested, however, to date not provided.